Event description:
Received information from the patient's mother indicating patient was taken to the emergency room and is on i.v. Tandem has made multiple attempts to try and retrieve further event information with no customer response.

Manufacturer narrative:
Device has not been returned for evaluation. Should new information become available a follow up MDR will be submitted. User guide states: the t:slim insulin delivery system is intended for the subcutaneous delivery of insulin, at set and variable rates, for the management of diabetes mellitus in person requiring insulin, for individuals 12 years of age and greater.